Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received the device. The evaluation is not complete. When the evaluation is complete, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump constantly alarmed for air in line, when no air was present. It was also reported there was no pt injury.